Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of vaginal haemorrhage ("continuous vaginal bleeding / abnormal bleeding (vaginal)") and pelvic pain ("pain") in a 43-year-old female patient who had essure (ess205) (batch no. 508293) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2006, the patient had essure (ess205) inserted. In 2006, the patient experienced vaginal haemorrhage (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("painful menstrual cycles / dysmenorrhea (cramping)"), menorrhagia ("abnormal bleeding (menorrhagia)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). On an unknown date, the patient experienced menometrorrhagia ("menometrorrhagia"). The patient was treated with surgery (she underwent hysterectomy to remove essure) and surgery (supracervical hysterectomy (uterus only), dilation and curettage). Essure (ess205) was removed on (B)(6) 2007. At the time of the report, the vaginal haemorrhage, pelvic pain, menorrhagia and menometrorrhagia had resolved and the dysmenorrhoea and dyspareunia outcome was unknown. The reporter considered dysmenorrhoea, dyspareunia, menometrorrhagia, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure (ess205). The reporter commented: she sought treatment for her symptoms. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 10-aug-2018: quality safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device- related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of vaginal haemorrhage ("continuous vaginal bleeding / abnormal bleeding (vaginal)") and pelvic pain ("pain") in a 43-year-old female patient who had essure (ess205) (batch no. 508293) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2006, the patient had essure (ess205) inserted. In 2006, the patient experienced vaginal haemorrhage (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("painful menstrual cycles / dysmenorrhea (cramping)"), menorrhagia ("abnormal bleeding (menorrhagia)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). On an unknown date, the patient experienced menometrorrhagia ("menometrorrhagia"). The patient was treated with surgery (she underwent hysterectomy to remove essure) and surgery (supracervical hysterectomy (uterus only), dilation and curettage). Essure (ess205) was removed on (B)(6) 2007. At the time of the report, the vaginal haemorrhage, pelvic pain, menorrhagia and menometrorrhagia had resolved and the dysmenorrhoea and dyspareunia outcome was unknown. The reporter considered dysmenorrhoea, dyspareunia, menometrorrhagia, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure (ess205). The reporter commented: she sought treatment for her symptoms. Most recent follow-up information incorporated above includes: on 4-apr-2018: pfs and medical records received: reporter information, patient details, other relevant history, product information, lot number, concomitant drug and events- pain, menorrhagia, dyspareunia (painful sexual intercourse), menometrorrhagia were added. Incident: at the time of reporting, there is no evidence that a device- related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of vaginal haemorrhage ("continuous vaginal bleeding") in a female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced vaginal haemorrhage (seriousness criteria medically significant and intervention required) and dysmenorrhoea ("painful menstrual cycles"). The patient was treated with surgery (she underwent hysterectomy to remove essure). Essure (ess205) was removed in (B)(6) 2007. At the time of the report, the vaginal haemorrhage and dysmenorrhoea outcome was unknown. The reporter considered dysmenorrhoea and vaginal haemorrhage to be related to essure (ess205). The reporter commented: she sought treatment for her symptoms. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.